Manufacturer narrative:
During a follow-up call on (B)(4) 2017, the customer confirmed the cartridge was changed successfully on (B)(6) 2017 and there was no blockages that were observed. Additionally, the customer's bg level returned to target range after changing the cartridge. The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred when the customer attempted to deliver a bolus. The customer performed troubleshooting and determined the blockage to likely be in the cartridge. Reportedly, the customer did not specify how long the cartridges were in use at the time of the past events; however, the customer confirmed that the previous cartridge was in use for approximately 4 days at the time of the occlusion. The customer reported blood glucose level ranged in the 300's to 471 (mg/dl) at the time of the occlusions. The customer delivered correction bolus via the pump and manual injections. The customer reported that they planned to change their supplies.